Event description:
A (B)(6) male patient contacted zoll customer support to report a code 101 (data corruption). The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 101) was confirmed. Upon evaluation the monitor would not power on passed the code 101. The code 101 was caused by an av programming error. Upon reprogramming the monitor, the monitor was fully functional and able to detect and treat a patient. The root cause of the programming error was unable to be positively determined. No adverse event resulted from the defective monitor. The patient received a replacement monitor.